Event description:
The customer reported e90 error and by default black screen with red alarm and continuous noise on the sipap ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Additional information: vyaire medical did not received the device for evalution.the customer indicated that the suspect device will not be returned, does not want it repaired, and it will be discarded. No product was returned for evaluation; therefore, a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time.